Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced an elevated heart rate and fatigue which required pace termination. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.